Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate or deflate. A revision surgery was performed. During the procedure it was confirmed that the device was not inflating and there was a leak in the tubing between the cylinder and the pump. Both cylinders were in same corpora due to a proximal crossover. The implant of a new ipp was deferred until a later date due to the cylinder migration and the surgical history of the patient. No patient complications were reported.